Event description:
It was reported that during a shoulder surgery a part of the device broke off and remained inside the patient as the surgeon was unable to find and obtain it.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.